Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. After day 4 of wearing the sensor, the patient discomfort and removed the sensor on (B)(6) 2017. The reaction was described as swollen, puffy and had redness. On (B)(6) 2017, the patient visited their family doctor for the skin irritation and was prescribed cephalosporin antibiotics to treat the affected area. At the time of contact, the patient was doing good. No additional patient or event information is available.